Manufacturer narrative:
The device was returned to stryker sustainability solutions (sss) for evaluation. A review of the device history record confirmed the device met all inspection and test criteria prior to release from sss. Visual inspection of the returned device did not find any deformations. The device was also inspected for curve and planarity. The device met curve and planarity inspection criteria. Therefore, the most likely root causes for the reported event were found to be use error (including user techniques and methods) and/or user expectation of the device's curve deflection. The instructions for use (IFU) states: "do not exert excessive pressure during placement of catheter if unknown resistance is encountered."

Event description:
It was reported that during manipulation of the duo-deca catheters, it was observed that a perforation had occurred in the patient's heart. The devices were removed from the patient and did not break or get stuck in the patient.